Manufacturer narrative:
This complaint was received from a clinical study involving a retrospective analysis of neuroblate procedures. This complaint was recently identified during the analysis of the clinical data. The timeliness of this submission is artifact of an old complaint handling process and are now being submitted.

Event description:
It was reported that following a tumor ablation procedure, the patient experienced headaches, weakness and seizures. The patient was prescribed a tapering does of dexamethasone once per day and 1000mg levetiracetam twice a day. The event was considered resolved.

Manufacturer narrative:
The patient adverse event is a known risk of brain surgery.